Manufacturer narrative:
Evaluation summary: the serial number of the failed eg 3870 utk linear cope at (B)(6) today is (B)(6). The scope was sent in for a repair as the needle went from the working channel to the elevator channel. When the scope came back from our repair, the acct went to use it and the needle had the exact same issue. However, there was no repair data that could determine the cause. We checked the returned unit and confirmed that the us probe was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the us probe. In addition, we confirmed that the light guide cable buckled; however, it is not the main cause, and/or irrelevant to the alleged complaint. Correction information: g6: follow up #1, h2: if follow-up, what type? H3: device evaluated by manufacturer? H6: coding changed based on the investigation. Additional information: h4: device manufacture date.

Event description:
Pentax medical was made aware of a complaint that occurred in the united states with a reported complaint that the endoscope had been sent in for repair after a needle went from the working channel to the elevator channel involving pentax medical ultrasound video gastroscope model eg-3870utk, serial number (B)(4). The customer responded to a good faith effort request via email on 20-aug-2021 and stated that the procedure was a diagnostic procedure involving a slimline needle, unknown model and lot number. The issue was noticed by the performing physician and the endoscope was removed from patient and alternative scope was used. They reported that there was no risk to the patient or other patients for cross contamination. The endoscope was returned to the customer and the issue occurred again. The customer owned endoscope was received by pentax medical for evaluation on 20-aug-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the elevator body fna needle is coming out not aligned as well as the following inspection findings: umbilical cable buckle at umbilical connector side, passed dry leak test, passed wet leak test, elevator washing socket cylinder rubber chipped, ultrasound image has broken channel. The device underwent repairs including the following components: o-rings and seals, deflector operating wire, deflector washing socket cylinder. Model eg-3870utk, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. The endoscope was repaired and approved by final qc on 02-sep-2021 and was delivered to the customer under delivery order (B)(4).

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.